Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01823. The pt (B)(6) rec'd her scs system, including two percutaneous leads, on (B)(6) 2011. It was reported that the pt's leads had migrated, and the physician performed a revision procedure on (B)(6) 2011. Immediately after the revision procedure, the pt complained of a headache. It was reported that there was no visible csf leak during the revision procedure. The pt was treated with a series of blood patches over the next 9 weeks. The pt's headache allegedly has not resolved, although she stated it is slightly less painful. It was also reported that the implant site wound was not healing correctly since the revision procedure, although a culture was negative. The pt was treated with intravenous antibiotics prophylactically and a wound vacuum dressing. The physician stated that he thinks one of the leads may be holding the dural tear open; therefore, it is not allowing the blood patches to seal the tear. The physician is trying to determine the next course of action. No further info is available.